Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported there were some suction alarms in which was the patient was given blood products. The patient continued on support until the device was successfully weaned. No additional information was provided.